Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. During processing of this incident, attempts were made to obtain complete device information. Date of the event is estimated.

Event description:
Related manufacturer report number: 1627487-2020-22588. It was reported that patient experienced a recent fall and had loss of effective stimulation. Lead fracture and high impedance was confirmed intraoperatively via trial cable and external pulse generator. Left lead was explanted, and a new lead was implanted however it is unknown which lead is the left lead therefore both leads are being reported. Impedances were checked post procedure and all values were within normal optimal range and effective therapy was resumed. Patient was stable.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.